Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ac inlet has been pulled away from the power module. There is no reported patient involvement.